Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll canada. The customer's report was observed during review of the device logs. However, the device was put through bench hanlding, power cycling and ECG monitoring stress testing without duplicating the report. The defib cable receptacle and multifunction cable were replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.